Event description:
The pt reportedly experienced loss of sound. External equipment was exchanged, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.